Event description:
Reporter stated that the 750ml cryocyte bag was noted to have had a tear in it causing leak. Not infused, no patient injury or medical intervention. The bag was stored in the vapor phase for less than two months. A "starburst" was noted on the bag. Problem was noted during the verification process the bag. The product in the bag was not used. There was 100 ml of product in the bag. A metal cassette was used for storage of the product/bag.